Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20-22x4.0mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the mildly tortuous and mildly calcified mid right coronary artery. After predilation was performed with a 3.5x20mm quantum balloon catheter resulting to 60% residual stenosis, a 4.00x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion but during introduction, significant resistance was met. The device was removed and it was found that the stent dislodged. Finally, the device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.